Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One 5.0 fr x 10 cm microintroducer, one hydrophilic guidewire in a plastic hoop, one end cap, one 12 ml syringe, one statlock device in a sealed pouch, one paper measuring tape, one scalpel, one 21 g introducer needle, and one 5 fr dual lumen powerpicc were returned for evaluation. An initial visual observation showed use residue on the returned microintroducer. The distal tip of the sheath of the microintroducer was observed to be damaged, and the length of the microintroducer was observed to be curved slightly. A microscopic observation revealed one edge of the microintroducer sheath was buckled and flared outward. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the end tip of sheath was found to be not smooth during the insertion procedure. No patient injury reported.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the end tip of sheath was found to be not smooth during the insertion procedure. No patient injury reported.